Event description:
The facility reported an infusion pump with a failure code 500. The facility's biomedical engineer stated there was no patient injury or medical intervention and that there has been no reports of patient incidents on this pump since the last baxter service event. Information was requested by baxter regarding tubing product code and lot number in use, pump programming and set-up information, the date this report occurred and specific patient information, but no additional information was available. Additional contact information was requested but no additional contact was identified.